Manufacturer narrative:
(B)(4)

Event description:
It was reported "when was the difficulty encountered? After repositioning the patient, blood noted in driveline. Reported that the balloon had separated from the tip of the catheter". The patient's current condition is reported as "unknown".

Manufacturer narrative:
(B)(4). The product was not returned for investigation. The customer submitted photos and videos were reviewed. The photo shows the iabc serial number as (B)(6). In the photos and video, the iabc bladder was noted to be damaged near the distal tip of the bladder, consistent with being ripped/torn from the iabc distal tip. It could not be confidently determined what caused the iabc bladder to be damaged or when the damage occurred. Furthermore, blood was confirmed pre-sent within the iabc helium pathway in all attached photos and videos. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "blood noted in driveline" is confirmed based on the submitted photos and videos. The product was not returned for investigation. The photos and videos show that the iabc bladder was noted to be damaged near the distal tip of the bladder, consistent with being ripped/torn from the iabc distal tip and blood was confirmed present within the helium pathway. It could not be confidently determined what caused the iabc bladder to be damaged or when the damage occurred. Based on a review of the device history record (DHR), the product met specifi-cation upon release; however, the specifications were not met during the complaint investigation due to the blood in the helium pathway. The root cause of the complaint is undetermined. No fur-ther action is required at this time. This will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "when was the difficulty encountered? After repositioning the patient, blood noted in driveline. Reported that the b alloon had separated from the tip of the catheter". The patient's current condition is reported as "unknown".